Manufacturer narrative:
(B) (4).

Event description:
The pt was not able to adjust stimulation. By the status of the programmer lights, a power on reset status was suspected. The healthcare professional reported no symptoms. The issue was resolved (B) (6) 2009 with no injury to the pt.